Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle was not broken. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion:: representative samples were returned for evaluation. They were visually examined. No broken needles were observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a re-approximation of a second degree perineal laceration on (B)(6) 2013 and suture was used. During right sided crown stitching, the sharp end of the needle was unable to be kept in view with pickups. Smooth pickups were used to grasp the suture end of needle to back the needle out of the tissue. When the suture was lightly grasped, there was no needle attached. The surgeon used blunt and sharp dissection, x-ray, ultrasound and cti to locate and remove the faulty needle and re-repair the patient's perineum.